Manufacturer narrative:
The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported, during the first two seconds of corneal flap creation the laser gave an error and turned off. A microkeratome was used to complete the flap and ablation completed.